Manufacturer narrative:
Event/therapy date: the condition was noted on an unspecified date in (B)(6) 2018. (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged. It was further reported that the light blue main body was cracked. This was observed after using the device for one month. There was no patient injury or medical intervention associated with this event. No additional information is available.